Event description:
The pt has 2 leads (from the same lot) implanted as part of his scs trial system. It was reported the pt underwent a surgical procedure on (B)(6) 2014 and 2 trial leads were implanted. However, on (B)(6) 2014, the pt experienced discomfort. Subsequently, on (B)(6) 2014 the trial leads were pulled. During the procedure, it was noted the leads had migrated. Follow-up info revealed the pt reported the discomfort had resolved postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.